Event description:
It was reported that five (5) non-dehp micro-volume extension sets were leaking from the filter. The leaks were identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: five (5) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; all components were correctly place and according to specifications. Functional testing including pressure and clear passage testing was performed; a leak from the air vent of the filter in two (2) devices were noted. The reported condition was verified in two (2) devices; however, not verified in three (3) devices. The cause of the leak was due to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.